Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the with right-atrial (ra) and right-ventricle (rv) lead exhibited noise. The rv lead noise was reproducible in clinic. No resolution was performed. There were no patient consequences.